Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Device still implanted; not received.

Event description:
As reported to coloplast, a patient reported mild perineal / penile numbness since surgery. Numbness is from midline of scrotum through posterior aspect of penis to the frenulum. Device remains implanted.

Event description:
"(B) (4). Initial report: as reported to coloplast, a patient reported mild perineal / penile numbness since surgery. Numbness is from midline of scrotum through posterior aspect of penis to the frenulum. Device remains implanted. Follow-up # 1: on 08/25/2009, additional information was received indicating that the subject reported at his 3-month visit that the perineal/penile numbness had resolved. On 02/03/2010, additional information was received that the patient reported improvement of his incontinence and desired further increase in control. He was brought in for resurgery/repositioning of sling. Post-op, he noted further improvement, however, he desired further treatment so underwent durasphere injections.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed.